Event description:
On 4/6/2023, it was reported by a sales representative via email that an ar-3636h self bunching 1.8 knotless hip fibertak anchor wouldn't push down the drill guide. The surgeon tried reloading several times unsuccessfully. Another ar-3636h self-bunching 1.8 knotless hip fibertak was used to complete the case. Additional information received on 4/7/2023: this was discovered during a hip arthroscopy procedure and was completed with numerous others ar-3636h self bunching 1.8 knotless hip fibertak anchor. Nothing broke off inside the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.